Manufacturer narrative:
No burning smell noted during testing, however moisture damage on lcd board noted during visual inspection. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer called to inquire about the scroll wrap recall, but also mentioned that the insulin pump smells like it is burning. Customer stated that whenever he pulls his reservoir out of the insulin pump he notices a burning smell. Customer's blood glucose reading was 214 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.